Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead insulation was abraded at 13.7 cm to 14.5 cm from the connector pin which likely contributed to the reported noise. The abrasion was consistent with constant friction to the device can.